Event description:
The patient experienced symptoms of congestive heart failure and an echo showed severe mitral regurgitation secondary to several paravalvular leaks. Intraoperatively, the valve appeared to be "well incorporated" into the annulus with the exception of a small segment directly anterior near the aortic prosthesis. There was no evidence of infection. It also appeared that there might be a small area of leak directly posterior as a probe did pass at least partially around the sewing cuff. The valve was explanted and replaced with a 25mj-501.